Event description:
Manufacturer representative reports patient has expired. Manufacturer representative had no knowledge of details regarding cause or date of death. Hcp was able to confirm date of death as in 2006, but could not provide cause of death. It is unknown whether an autopsy was performed.